Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after a meal while using the ilet system, with educator guidance suggesting a factory reset and counseling on proper meal announcements, avoidance of overcorrection for lows, and understanding of the correction algorithm¿s behavior; device data review indicated that a combination of a meal announcement and the correction algorithm likely contributed to the event, and there was a brief sensor disconnection coincident with a sensor change. Symptoms included low blood glucose to approximately 50 mg/dl and sustained hypoglycemia for about 45 minutes. Outcomes included oral carbohydrate treatment with a peanut butter and honey sandwich, no need for third-party or medical assistance, and no reported adverse sequelae. Investigation included review of uploaded ilet reports and user education on factory reset procedures and g7 pairing code access. Investigation of this case revealed an unclear cause with contributing factors of user interaction with meal announcements and algorithmic correction dynamics in the context of a transient sensor disconnection during sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.